Manufacturer narrative:
Although the suspect device has been received, the eval has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint devic,e if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
This report pertains to two events that occurred during the same procedure. Please reference mfg report number 3005099803-2009-04135 for the related device details. It was reported to boston scientific corp that two ultraflex tracheobronchial stents were used during a stenting procedure performed in 2009. According to the complainant, the pt was sedated via general anesthesia. When the physician attempted to deploy the stent, the deployment suture detached. The stent was removed without incident. During insertion of the second ultraflex stent, bleeding and edema was noted. It was also noted the pt's oxygen saturation decreased to 60%. Severe resistance was encountered during attempts to deploy the second stent. The stent did not deploy and was removed from the body. The pt was placed on oxygen and exchanged to airway stabilization. A third ultraflex stent was used to complete the procedure. There were no add'l pt complications were noted post procedure.